Manufacturer narrative:
Analysis of the ICD indicated device was functioning properly prior to leads shorting, damage was due to electrical overstress from leads touching. Therefore the ICD is not considered reportable.

Event description:
Coil fracture, information received that "leads touching"